Event description:
During a surgical procedure, the pt suffered a burn to the vagina, which may have been caused by vapor or steam when coagulation occurred. Risk management is holding both the device and generator and is releasing very little details.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not been returned for eval. The device is being held by the facility's risk management department. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly. Our territory mgr did remind his hospital contact regarding the IFU instructions regarding protecting adjourning tissue during procedures.